Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patients pod was applied but the cannula was kinked and did not go into the patients skin. The pod was worn for more than 48 hours on his arm. Because of this issue the patients blood glucose levels got very "high" (> 500 mg/dl). The patient was taken to the children's hospital and was placed on an intravenous therapy to flush out his system. They gave him insulin for two days and on the third day they activated a new pod and he was kept in hospital for one more day to be monitored.